Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant cardiac resynchronization therapy pacemaker (crt-p) was implanted, the patient developed heart failure and massive tricuspid regurgitation, leading to dislocation of the right ventricular (rv) lead. The rv lead was unable to be re-implanted, so the physician decided to replace the crt-p with a different device. No further patient complications have been reported as a result of this event.